Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Explant date (2021 reports): explant date: not applicable, as lens was not explanted. Initial reporter first & last name: information unknown/not provided. Email address: unknown/not provided (B)(6). (B)(4). The device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had unclear near vision after implantation of an intraocular lens (iol), model zmt400, in the left eye. The preoperative astigmatism of 273 degrees was expected to read as residual astigmatism of about 15 degrees; however, postoperative the astigmatism measured at 250 degrees. There was also 100 degrees of hyperopia. Daily activities was significantly affected. The iol remains implanted; however, account provided that the incision was enlarged. No further information provided. Vision pre-operative: 0.5. Vision post-operative: 250 degrees of astigmatism. Corrected visual acuity 0.8.